Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a damaged sn label, battery door needs to be replaced and leak with the pump and tubing. The patient experienced a headache, heart rate went up to 128 beats per minute, and diarrhea. Patient switched back to different pump and issue resolved.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the rear housing top/bottom label was damaged, battery door discolored, and upstream sensor was contaminated. The event history log had no related evidence to review. Functional testing was able to replicate the reported issues of "damaged sn label" and "battery door needs to be replaced"; however, the leak with the pump tubing was unable to be verified as the tubing was not returned. The pump passed all accuracy testing and was found to be within specifications. The most probable cause was determined to be customer equipment. The rear label and battery door were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.